Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. No repairs were done to the device as it is to be scrapped.